Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because there was an insufficient number of tests remaining in the returned cassette.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 13.8 or 12.8 mmol/l, 22.9 mmol/l, and 5.9 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.